Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system after the patient was punctured the catheters' extension is disconnected from the catheter, even before the needle is withdrawn from the puncher. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: after puncturing the patient, the catheter's extensor is disconnected from the catheter, even before the needle is withdrawn from the punch.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system after the patient was punctured the catheters' extension is disconnected from the catheter, even before the needle is withdrawn from the puncher. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: after puncturing the patient, the catheter's extensor is disconnected from the catheter, even before the needle is withdrawn from the punch.

Manufacturer narrative:
Investigation: a physical sample was not available for investigation but bd was provided with photos of the defect for evaluation. A review of the device history record was performed for the reported, 8197833, and no quality issues were found during production. Our quality engineer reviewed the provided photos and determined that the extension tubing was separated from the winged inserter. Based off the provided photos the engineer was able to verify the reported defect. This was a known issue for the manufacturing facility. It was determined that the tubing was becoming separated because of an insufficient amount of adhesive being applied to the tubing and adapter. The manufacturer has revised the adhesive application stations and upgraded the vision system on all of the manufacturing lines. CAPA#684099 was initiated.